Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited loss of capture; x-ray revealed lead dislodgement. The lead was explanted on (B)(6) 2015 and the device was programmed to vvi. The patient's condition before, during and post procedure was good.